Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt felt like her neurostimulator was "poking out" of her skin and that her "wires were scrapping" under skin after losing 65 pounds. Follow-up information from the healthcare professional indicated that on (B)(6) 2010, multiple open circuits were seen and some neurostimulator migration noted following reports of domestic abuse. The device and lead were replaced. Pt outcome was reported as no injury.